Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the product was inserted in the baby. A leak developed under the hub. The customer reports that the uvc leaked just below the molded strain relief on the extension. Pvp/alcohol was used to clean the skin area and the area was completely dried prior to insertion. The uvc was not difficult to handle during insertion. It was not difficult to secure and was secured with tegaderm. The uvc was inserted on ((B)(6) 2013 in the umbilicus. A 5cc syringe was used to flush the line with hep/saline. Chg/alcohol was used to clean the device. The uvc was removed on (B)(6) 2013 and was not replaced. The status of the pt is good.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.